Event description:
An abstract titled adverse events after vns implantation in children under the age of (B)(6) with lennox and lennox-like syndrome was received. The abstract reported that three patients experienced an increase in seizure frequency with stimulation higher than 2.5ma and required reduction of the output current. Overall, vns was concluded to be safe in young children. No further relevant information has been received to date.